Manufacturer narrative:
The pump was received with a cracked bleeding lcd, a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. Unable to perform all functional testing including due to the cracked and bleeding lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had display anomaly. Customer's blood glucose at time of incident was 86 mg/dl. The customer stated the pump was neither exposed to extreme temperature nor direct sunlight, partial black screen only. Customer stated the black screen did not disappear. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.